Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, post tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, upon removal of the delivery system, it was found that the flush port on the side of the commander delivery system handle had blood sitting in it and the stop cock remained turned off. The side port was flushed, and liquid was found to be leaking back around flush port connection to handle. There was no patient harm and no disfunction cause with valve deployment. The valve was deployed without difficulty, patient was stable and transferred out of the operating room.

Manufacturer narrative:
The balloon was returned locked at the default marker with approximately 25% flex and 25% fine adjust in use. The loader cap was returned over the flex shaft. Visual inspection revealed adhesive fillet around the flush port at the spine. Functional testing was preformed, and the following was observed: leak at flush tube spine port observed when delivery system was flushed. Additionally, hemostasis and tensile testing were performed on the returned device and the recorded measurement shows device met specifications. Due to the nature of the complaint no applicable dimensional testing was performed. The complaint was confirmed through functional testing. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint failure delivery system leakage, device preparation flushing difficulty and device preparation flushing inability. A complaint history review on confirmed device complaints for failure delivery system leakage, delivery system leakage, delivery system occurred due to patient factors and delivery system occurred during customer use, handling revealed no applicable root causes. An existing product risk assessment captures the review of event device preparation flushing difficulty. A risk assessment was performed for device preparation flushing difficulty and failure delivery system leakage and no evidence of labeling/IFU inadequacies were identified in the evaluation. The following instruction for use (IFU) and training manuals were reviewed: for commander delivery system, device preparation manual and procedural training manual were reviewed. No IFU/training deficiencies were identified. The complaints for failure delivery system leakage and device preparation flushing difficulty were confirmed based on evaluation of the returned complaint device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. However, a potential manufacturing nonconformance was identified. As reported, upon removal of the delivery system, it was found that flush port on side of commander ds handle had blood sitting in it and stop cock remained turned off. The side port was flushed, and liquid found to be leaking back around flush port connection to handle. For event device preparation flushing difficulty, due to an increase in incoming commander delivery system flushing difficulty complaints, events indicate that a potential underlying manufacturing nonconformance or misuse of the device may have contributed to the reported event. As a result, a product risk assessment was initiated for further investigation and assessment. The event has been tied to potential manufacturing nonconformance. For further information, please see pra determination for further details. For event failure delivery system leakage, using a device with compromised integrity with the flush tube / spine bond may result in leakage during device preparation, or backflow of blood during the procedure and this was reported. As such, available information suggests that procedural factors (use of compromised device) may have contributed to the complaint event. For event failure delivery system leakage, since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) is not required. Since no manufacturing defects were confirmed no corrective and preventative actions (CAPA)are required. The event device preparation flushing difficulty was identified to be related a known manufacturing nonconformance and a corrective and preventative assessment was performed under an existing product risk assessment. Per the assessment, no corrective and preventative actions (CAPA)are required at this time.